Manufacturer narrative:
Method: device not returned. Additional manufacture narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Per the health care provider's response, this device was not explanted due to a device malfunction. The explant was due to patient related factors. A larger, different model device was chosen as a replacement due to systolic anterior motion and regurgitation. It is unknown if the device is available for return. Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. This is typically identified prior to going off bypass and therefore potential for injury is remote. In this case, systolic anterior motion (sam) of the mitral valve occurred after the mitral valve annuloplasty. Sam is typically due to redundant native leaflet tissue and may result in left ventricular outflow obstruction after a mitral valve repair. This may require additional leaflet resection or a mitral valve replacement. According to the health care provider, this device did not cause or contribute to the event. However, this patient had been taken off bypass; therefore, the extended operative and total bypass time increased the risk of the procedure. Per the discharge summary diagnosis on post-op day 7: "status post successful mitral valve repair with resection of prolapsing posterior mitral leaflet (p2) and implantation of a 34mm edwards mitral annuloplasty ring the patient was ambulating, eating, voiding without problems. He was eager to go home."

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 32mm model 4400 annuloplasty ring was explanted at implant and replaced by a 34mm model 5100 annuloplasty ring for unknown reasons. On (B)(6) 2011, through follow-up with the health-care provider, it was learned that the device was explanted due to systolic anterior motion and regurgitation noted after weaning the patient from cardiopulmonary bypass. The surgeon indicated that this explant was not due to a device malfunction. Per the operative report, the "mitral valve appeared to be myxomatous. There was an area of 2 torn cords in the region of p2. This excluded the cause of the regurgitation. The 3-0 tevdek non-pledgeted sutures for ring repair were then placed in the usual fashion with the area needing angioplasty left without sutures for the moment. A quadrangular resection of the p2 region was then performed and the subvalvular apparatus supporting this area resected as well. A classic annuloplasty was then performed using 4 interrupted 3-0 tevdek non-pledgeted sutures placed in a simple fashion. Additional ring sutures were then placed. The leaflet was then repaired using a double layer of running 5-0 ethibond suture. To testing, there was still a slight central regurgitant leak but it was pretty mild. A 34-mm classic annuloplasty ring was then chosen and this was of course without downsizing. The ring was lowered into place and sutured into site securely and then cut. There was no regurgitation testing". After full rewarming, the patient was weaned from cardiopulmonary bypass on no inotropic support. [Surgeon] returned to the operating room and demonstrated that somewhat surprising given the mild left ventricle enlargement, we did note severe systolic anterior motion of the mitral leaflet. There was septal contact and significant posterolaterally directed mitral regurgitation. We volume loaded the patient and even gave a dose of 10 mg of esmolol but this failed to change the mitral valve regurgitation to a significant degree and it was clear that re-repair or mitral valve replacement would be required. The patient was again placed on cardiopulmonary bypass and the annuloplasty ring was removed. The annulus was resized and a 34mm etlogix device was chosen to decrease the potential for systolic anterior motion. The device was implanted without further incident.